Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore; unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], numbness in arm, primarily the right arm [hypoaesthesia], tingling in arm, primarily the right arm [paraesthesia], anemia [anaemia], memory problems [memory impairment], neuropathy [neuropathy peripheral]. Case description: an attorney reported that their adult female client, now age (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip denture adhesive, unspecified total daily uses beginning 1984 through (B)(6) 2008, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in neuropathy, numbness in arms, primarily the right arm, tingling in arms, primarily the right arm, anemia, and memory problems. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.